Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the reservoir had air bubbles. No blood glucose reading provided. The customer was advised to make sure to use insulin when its already in room temperature. No further information provided.